Event description:
Information was received based on review of a journal article titled, "are custom triflange acetabular components effective for reconstruction of catastrophic bone loss?". The purpose of the study was to: determine the frequency of repeat revision, determine the frequency of complications and radiographic findings 3)surgery with custom acetabular components this study consisted was conducted over a period of nine years (august 2003 to february 2012) and involved 23 patients and 24 hips who underwent acetabular reconstruction with custom triflange components (ringloc triflange acetabular components and pps porous plasma spray-coated bone-implant interface, manufactured at biomet). Minimum follow-up was 2 years. The mean age of the patients was 67 years old. The journal article reports the following adverse events occurred after initial procedure: two (2) failures secondary to sepsis. Triflange components were removed from both patients. One patient sustained a periprosthetic pelvic fracture after reimplantation, which led to another revision. The other patient underwent two liner and stem revisions due to dislocation after reimplantation. One (1) stem revision. One (1) open reduction internal fixation for peri-prosthetic femoral fracture. One (1) patient had pain related to sciatica. One (1) patient had trochanteric bursitis which led to revision. In conclusion, certain acetabular defects remain that are beyond the scope of these reconstructive options. Custom triflange acetabular components may be effective options in such hips.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint addresses one patient identified in the article that underwent revision due to dislocation of liner and stem on an unknown date. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by berasi, c. Et al in clinical orthopaedics and related research (2015) 473: 528-535 doi: 10.1007/s11999-014-3969-z. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.